Manufacturer narrative:
The device was returned to the factor for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for "jaw break - bent heater wire". A fir was initiated to address the issue; based on the information in the IFU (instructions for use). Based on the available information, it is not possible to determine if the device was used in accordance with the labeling in regards to the bent heater wire. However, the user is instructed in the "warnings and precautions" section of the IFU that when inserting or retracting the harvesting tool through the harvesting cannula, close the jaws and ensure the jaw tips are oriented upward (concave side up) to prevent damage to the jaws." (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not work properly, the tip appeared to be broken. The hosp did not report if any pt effects were experienced.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number -(B)(4).